Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The events of infection (increased severity) and cellulitis are not expected and foreseeable side effects.

Event description:
Healthcare professional (hcp) reported patient was injected with 2 syringes of juvéderm voluma® xc in the cheeks. Patient experienced ¿pain and swelling in the cheeks¿ and returned to the office a little over a week post injection because the swelling had increased. Both cheeks felt hot with redness. The swelling was increasing in the infraorbital region on the right eye and there was still pain in the left cheek and it¿s still warm to the touch. Hcp thinks the patient may have cellulitis. Patient was fine 8 days after injection and later experience swelling. Clarithromycin was prescribed; patient reduced dose in ½ because they felt medication was making them sick. Patient was also treated with augmentin. About a little over a week after injection, patient was seen by hcp due to infection increasing. 3 days later, there was no reduction of symptoms. Injector contacted primary care physician (pcp) for possibly prescribing IV antibiotics. Pcp advised no IV antibiotics yet and recommend doxycycline 100mg twice a day. Still no resolution. Patient went to emergency room and was admitted. They are waiting on bacterial cultures and CT confirmed periorbital cellulitis but no abscess. Currently, patient is on IV antibiotics and vancomycin. No other information provided.